Event description:
It was reported that during implant of the new implantable pulse generator (ipg) system, the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was alive at the end of the ipg system implant procedure and passed away post-procedure. Further information on the cause of death was requested and the cause of death was not identified.